Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion that breached the outer insulation consistent with friction to another device.

Event description:
This report is to advise of an event observed during analysis.